Manufacturer narrative:
(B)(4)

Event description:
Patient contacted dexcom on (B)(6) 2016 to report that g5 application screen froze on (B)(6) 2016. Patient closed and then re-opened the application and the issue was resolved. No injury or medical intervention was reported.